Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia, when they put in the trocar, the balloon leaked gas/air. There was a rapid loss of abdominal pressure. They used a new device to complete the case. There was no patient injury.